Event description:
The lay user/patient contacted lifescan alleging that the one touch ultra was reading inaccurately low. The medical affairs specialist spoke with the patient in 2005 to obtain/verify information. The patient reported that she has been ill for the past six weeks and felt that her meter was not correlating with her symptoms. The patient has been getting results in the "normal range", which is usually under 180ml/dl; however, the patient was feeling "very ill, incoherent, and bloated" and felt that the illness "almost killed her." The patient did not take and/or increase insulin during the time of illness. About three weeks ago, emergency services were called and took the patient to the hospital. The emergency services gave the patient "medications and fluids to urinate" since the patient was experiencing kidney failure. At the hospital, she recalls that her blood sugar levels were "high" and was treated with an IV (insulin type and dosage unknown). The patient was diagnosed with hyperglycemia and released after four hours. The patient takes 70/30 insulin and glucotrol (10 mg in the morning and evening) for her diabetes. Prior to the hospital visit, the patient was rarely taking her insulin. Now the patient is testing every 2 hours, taking her daily two pills of glucotrol, and taking her insulin regulary on a sliding scale. The customer care advocate (cca) was able to verify the following: the meter was set to the correct unit of measurement, the meter matched the code number of the test strips, the test strips were in good condition, the patient was using correct techniques for applying the blood and cleaning the puncture site. The patient did not have control solution at the time for a quality control test. The meter, test strips, and control solution were replaced. The mas was able to walk the patient through a quality control test with the new supplies, which passed within specifications. This complaint is being reported because the patient was unable to administer proper self-treatment due to the results on the reported meter. The patient eventually had to seek medical attention and was treated for hyperglycemia.